Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of allergy to metals ("allergy reaction to nickel, chromium and tiomersal/metallic components") and device breakage ("product remains in the patient´s uterus") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In 2012, the patient had essure inserted. On an unknown date, the patient experienced allergy to metals (seriousness criteria disability, medically significant and intervention required) with dermatitis contact, device breakage (seriousness criterion medically significant), swelling ("swelling"), metrorrhagia ("metrorrhagia"), pelvic pain ("pelvic pain"), fatigue ("chronic tiredness"), pain in extremity ("pain in the lower limbs"), inflammation ("inflammation in the lower limbs"), headache ("cephalea"), adverse event ("cosmetic damage") and complication of device removal ("product remains in the patient´s uterus"). The patient was treated with surgery (laparotomy which both fallopian tubes were removed). At the time of the report, the allergy to metals, device breakage, swelling, metrorrhagia, pelvic pain, fatigue, pain in extremity, inflammation, headache, adverse event and complication of device removal outcome was unknown. The reporter considered adverse event, allergy to metals, complication of device removal, device breakage, fatigue, headache, inflammation, metrorrhagia, pain in extremity, pelvic pain and swelling to be related to essure. The reporter commented: there are product remains in the patient´s uterus; therefore, a new surgical intervention must be scheduled. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on (B)(6) 2018 for the following meddra preferred terms: allergy to metals. The analysis in the global safety database revealed 429 cases. Device breakage. The analysis in the global safety database revealed 2552 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.